Event description:
(B)(4) clinical study. It was reported that restenosis occurred. On (B)(6) 2010, the patient was diagnosed with unstable angina and myocardial infarction and cardiac catheterization was recommended. Subsequently, the index procedure was performed. The target lesion was a totally occluded de-novo lesion located in proximal left anterior descending artery (lad) with 100% stenosis and was 5.0 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.00 x 8 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. Four days post procedure, the patient was discharged on aspirin and prasugrel. On unspecified date, the patient presented for additional stent implantation. No further information was provided.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Event date: 2013. (B)(4).

Event description:
It was further reported that the additional percutaneous transluminal coronary angioplasty and stenting was performed on an unknown date in 2013, and that the patient was discharged. Medical records/source documents could not be obtained and no further information is available.